Manufacturer narrative:
Follow-up indicated that a skin graph was done over the wound site and the patient will be monitored by the surgeon. The patient has started using the device to find effective pain relief and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection and the physician cleaned the wound site. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective therapy.